Event description:
Reporter indicated that vns patient has experienced difficulty swallowing, pain in their throat, hoarseness and an increase in seizure activity over two weeks time. It was reported that the difficulty swallowing was continuous and not just with stimulation. The patient has temporarily discontinued stimulation by placing the magnet over the device, but his did not alleviate the swallowing difficulties. The patient reported that they had been experiencing pme seizure per month with the vns, but that they were now experiencing one seizure per week. It is unknown whether this is an increase an increase above pre-vns baseline seizure frequency. The patient's last parameter adjustment was approximatley three months prior, at which time the normal mode output current was increased to 0.50ma. Treating neurologist reduced normal mode output current to 0.25ma and reportedly decreased the frequency and pulse width setting as well. The patient was referred to an ent for further evaluation. The patient was seen by treating neurologist for the first time since moving from one state to aother. The patient reportedly plans to follow-up with their original neurologist in the other state. Device diagnostic testing approximately six months prior was within nornal limits, indicating proper device function at that time. Investigation to date has been unable to determine the cause of the reported events,